Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling and perigee mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, cystocele, rectocele, and vaginal prolapse. The patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported the patient underwent mesh removal on (B)(6) 2008 and on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.